Manufacturer narrative:
(B)(4). The analysis results confirmed that the pxw35 device was returned with the head housing door missing and with the magazine detached from the device. The housing door was installed manually and the device was tested for functionality and it fired all the remaining staples as intended with a proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when preparing to close the incision, the packaging material of the device was opened and when placing on the instrument table, the device fell apart into several pieces. There was no apparent damage to the packaging. Another like device was used to complete the procedure. There was no patient involvement and no adverse consequences for the patient.